Event description:
The physician reported that the ventricular lead associated to the subject pacemaker dislodged, and that during the re-intervention to reposition the lead, it could not be re-connected to said pacemaker. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(4). The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported that the ventricular lead associated to the subject pacemaker dislodged, and that during the re-intervention to reposition the lead, it could not be re-connected to said pacemaker. Another pacemaker was subsequently implanted.